Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in inappropriate mode switch episodes on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil noted at 19.5cm to 19.8cm from the connector pin. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.